Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol (intraocular lens). No cartridge was returned. Iol returned in four pieces inside a lens case. Solution is dried on the iol. The optic is torn/split-cut dividing the iol into four pieces. One haptic is broken/torn and not returned there are fibers adhered to the other haptic. Unable to conduct dimensional testing due to condition of returned sample. The product investigation could not identify the root cause for the reported complaint lens got caught in the cartridge and fractured as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during surgery while injecting, the lens came out of the injector noticed that it was broken. So they have requested new lens. Additional information has been received and stated that while advancing the lens, it resisted, lens got caught in the cartridge so decided to remove it from the cartridge, it got ruptured. So, they replaced with unspecified lens and the surgery was completed on the same day. There was no patient contact and no impact to the patient.